Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital for a high blood glucose. The customer reported being high blood glucose level of 279 mg/dl in the hospital and low blood glucose level of 59 mg/dl at home. The customer was treated for the high blood glucose level with the insulin pump and took in carbohydrates and a glucagon shot for the low blood glucose level. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshoot the issue and was advised dual bolus cannot be used in auto mode on the 670g insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.